Event description:
It was reported that during a percutaneous peripheral intervention treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the superficial femoral artery. The 3.0mm x 20mm coyote es balloon catheter was advanced into the patient. Inflation was performed once to 6atms. During the second inflation, the balloon ruptured at 6atms. The device was removed and the procedure was completed with unknown device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).